Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction sacral nerve stim and gastrointestinal pelvic floor. It was reported that the past "2-3 days" the patient has noticed a return of symptoms. The patient said that every time they stand up they have to go to the bathroom and they are peeing their pants. They also said they got up "4 times last night". Patient said they will wear pads. Patient said that they have tried increasing their stimulation but it is not working. Patient mentioned that they fell on their back "a couple of times" in the past and they think they may have done something to the device. Patient stated that ins hasn't been working right since their last fall. Patient stated that they saw a doctor yesterday for their brucitis and did x rays and the one on the right side had a "little line all the way down to my bladder". Patient was concerned if this was normal. Reviewed speaking to hcp, patient mentioned their hcp is leaving and they need a new one. Patient requested physicians listing be mailed to them. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.